Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a faulty cable. The image would appear when the cable was manipulated. The cable had internal signs of twisted wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image when it was plugged in. The reported issue occurred before an unspecified procedure. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the repair department confirmed an internal sign of a twist of wire in the cable. It is presumed that breaking and contact failure occurred because the cable was twisted, leading to this phenomenon. The root cause of the twist could not be determined. Olympus will continue to monitor field performance for this device.